Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this patient was seen in-clinic for a follow up. This right ventricular (rv) exhibited a gradual increase in rv pacing impedance measurement, measuring greater than 2500 ohms triggering a unipolar switch. There was no capture in bipolar setting at 4v at 0.4ms. Troubleshooting consisted of arm manipulations which resulted in low level noise seen in unipolar configuration. A lead fracture was suspected. The device was reprogrammed. The patient is pacemaker dependent. Subsequently, this rv lead was capped, electronically deactivated. A new rv lead was implanted. No additional adverse patient effects were reported.